Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the main fuse was bad in the mobile view station (mvs). Once replaced, the imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: b i71000522, serial/lot #: none, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) is not receiving line power. No patient is present.